Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found some damage to the lead's conductor coil and lead body which was found to be consistent with damage induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead is scheduled to be returned. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient presented with atrial fibrillation. A device check revealed this right ventricular (rv) defibrillation lead had increased thresholds and intermittent capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. No adverse patient effects were reported.